Event description:
Customer states "while giving patient am lasix the injection site pushed back into heplock. Rn quickly changed set. Facility contact states no injury or medical intervention was required.

Manufacturer narrative:
The actual unit was requested for evaluation. Should the sample become available for evaluation, a follow up report will be submitted upon completion of testing. This is not an isolated incident. Review of the complaint history reveals similar reports have been received for this product code for the reported issue.